Event description:
The customer reported via phone call that they received a button error alarm. Customer reported going on a water ride with the insulin pump in their pocket. Customer reported the insulin pump was exposed to a little bit of moisture. The customer stated the insulin pump began to vibrate and then a button error alarm occurred after. Customer was unable to clear the alarm. The customer's blood glucose was 126 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.